Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips bench for a different repair, the bench tech observed the bezel standoffs were missing and the bezel needed to be replaced. There was no patient involvement.